Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose reading was 166 mg/dl and sensor glucose reading was 70 mg/dl. The customer stated that her sensor was not working right. The customer was advised to take the sensor out and it was bent. The customer declined to troubleshoot during time of call.